Event description:
(B) (4). Same patient as MFR ID#: 2134265-2010-02737, 2134265-2010-02235, 2134265-2010-02236, 2134265-2010-02061, 2134265-2010-02765, 2134265-2009-02608. It was reported that following a coronary artery drug eluting stenting treatment procedure, restenosis occurred. An unknown size taxus express2 stent was used to treat a lesion located in the mid right coronary artery (rca). At 273 days post procedure, the patient underwent percutaneous coronary intervention in the previously treated vessel. The 75% stenosed and 24mm long, type "b1" and de novo lesion was located in the distal rca with a reference vessel diameter of 2.5mm. The lesion was treated by direct stenting using a 2.5x24mm taxus express2 stent inflated to 10atm followed by post dilation using the stent delivery system balloon at 18atm. Intravascular ultrasound confirmed the stent was well positioned and expanded with 0% residual stenosis and timi-3 flow and the procedure was completed without complication. The patient was discharged 2 days later.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).